Event description:
Screw broken.

Manufacturer narrative:
Device will not be returned. Device was retained by the patient who refuses to return it. Additional information has been requested several times but not received. If the device or additional information becomes available, it will be submitted on a supplemental report. Review of DHR lot#p19746 was reviewed: (B)(4). There is no similar complaint reported within the same lot#. No deviation from the specification. Raw material certificate(s) - the raw material certificate (B)(4) was reviewed. It corresponds to the material defined on the drawing and to the internal material specification.